Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 3 mg/ml at 3 mg/day via an implantable pump for an unknown indication for use. It was reported that there was a pump volume discrepancy and that the hcp reported that there was an "excedent" volume when they removed the liquid from the reservoir while refilling the pump. It was reported that the patient was not as "relieved" as expected. It was reported that the neurosurgeon did not removed all the water present in the reservoir at the first refill in the operating room (or). It was noted that no diagnostics or troubleshooting was performed, because the surgeon was aware about the issue and was aware too that the product was diluted. The product remained in the reservoir, was removed, and the pump was refilled with a correct product concentration. It was reported that the issue was resolved at the time of this report. It was noted that no surgical occurred or was planned. The patient status at the time of the reported was alive-no injury.